Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11442. It was reported that the patient presented in clinic. It was revealed that the patient's atrial lead exhibited noise. It was also found that the patient's pacemaker exhibited a low voltage output anomaly which caused the patient to be paced at a much higher pace than programmed. The pacemaker and right atrial lead were explanted and replaced, while the right ventricular lead was electively explanted and replaced. The patient experienced no adverse consequences.